Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. It was reported that the "coating toward the tip of the wire started stripping during use. There was a tight stricture. After reported [discovered], there were efforts to push-through and re-angle, but the tip of the wire was becoming bare." A competitors guidewire was opened and used to complete the intended procedure. A section of the device did not remain inside the patient¿s body. The coating stripped off but was removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the distal tip of the wire damaged/bent. The coating of the wire was damaged and core wire exposed at 3.8cm to 5.7cm from the distal tip. The coil spring was exposed at the 3.8cm section. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed that the coating of the wire guide was damaged at the distal tip. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.